Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, it was not possible to boot the subject smartview hotspot pstn because leds remained red, even after several reset and unplugging the device.

Event description:
Reportedly, it was not possible to boot the subject smartview hotspot pstn because leds remained red, even after several reset and unplugging the device.